Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a swan neck catheter. According to the nurse, the patient called in 2007 late evening and complained of abdominal pain. The patient was advised to go to the hospital if the pain was unbearable. The patient did not go during the weekend but patient attended her second follow-up two days later. The staff nurse found a greenish substance in the catheter and noticed bubbles when they flushed the pd catheter. The nurse also found a crack on the pd catheter. Reported problem occurred the same day. A female patient was involved. Product was tested prior to use. Patient admitted to hospital on that day. Doctor mentioned patient had peritonitis and required medical treatment. The catheter had to be removed and replaced.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.